Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. An unspecified primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to an unspecified location on the primary tubing set for piggyback delivery of an unspecified medication. After an unspecified length of time, the customer contact reported no flow of solution. Reportedly, a bulge was noted in the tubing of the secondary tubing set. No specific event details were provided. Multiple unsuccessful attempts were made for additional info, including if the tubing set was replaced and the therapy was resumed, if there were any reported adverse pt effects, delays in therapy critical to this pt, and if medical interventions were required.